Manufacturer narrative:
On (B)(6) 2018, the facility maintenance man reported that while staff members were attempting to transfer a patient from the wheelchair to the bed, the bolt fell out of the hanger bar and the patient and the hanger bar fell to the floor. The patient was taken to the hospital and was admitted with a broken pelvis. The caller states he will not release any further information concerning the patient due to hippa. Invacare requested the lift be returned, however, it has not been returned as of the date of this report. The maintenance records have been requested, but have not been made available to invacare. The invacare reliant rpl450-1 user manual (part 1078987 rev l) page 52 states, "after any adjustments, repair or service and before use, make sure all attaching hardware is tightened securely - otherwise injury or damage may occur." Additionally, the maintenance safety inspection checklist states to inspect/adjust monthly the boom: check all hardware and hanger bar supports, the hanger bar: check the bolt/hooks for wear or damage. If more information is received a follow up will be filed.

Event description:
Staff members were transferring resident with an rpl-450-1 lift, from his wheelchair to his bed. The bolt holding the hangar bar fell out and resident and hangar bar fell to the floor. The resident broke his pelvis and was hospitalized.